Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The chronic totally occluded stenosed target lesion was located in the iliac artery. After a non-bsc guidewire crossed the lesion, a 6.0mm x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using a 6x40 non-bsc balloon catheter. No patient complications were reported.